Manufacturer narrative:
Final analysis found that the lead was returned in one piece measuring at 86.4 cm. The reported event of no capture was not confirmed. Electrical testing did not indicate any conductor fracture or internal shorts. Visual examination found no anomalies and lead dimensional measurements were within specifications. All other damages were consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with palpitations on (B)(4) 2018. The left ventricular lead exhibited loss of capture and was discovered to be dislodged. The lead was capped and replaced. The procedure was completed without any complications.